Manufacturer narrative:
(B)(4). The device failed the homechoice returned instrument test/evaluation (rite) electrical ground bond test. The pal evaluated the device. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was out of specification. The setscrew on the door post was tightened and the ground bus resistance reading measured within ground bond specification. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Rite test failure the product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a ground bond failed performance specification.